Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. A sample was not received as the shunt has remained in the eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to manufacturer's release criteria. Because a sample was not returned, the root cause cannot be determined.

Event description:
A doctor reported a glaucoma filtration device touched the iris following an implant procedure. The shunt remains implanted.